Event description:
It was reported the device was in use for infusion of adempas for treatment of pulmonary arterial hypertension. The reporter stated the patient called and stated the device gave an error alarm with the message "error 1320". The patient switched to their backup pump. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms number (B)(4). A device history record (DHR) review was not applicable or relevant because no product was returned; and thus, an investigation could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation; and therefore, root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional information g3 report source